Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a bifurcated stent and two aortic cuffs on (B)(6) 2013. On (B)(6) 2016 a follow up computed tomography (CT) showed aneurysm sac growth and potential type 2 endoleak. On (B)(6) 2016 the patient underwent a subsequent endovascular procedure. During the procedure the angiogram confirmed the type 2 endoleak. The physician elected to complete an embolization procedure to seal the endoleak. The patient is in stable condition.